Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On 12/01/2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced loss of consciousness, and an ambulance was called by the parents. Previous to the loss of consciousness the patient was not acting like himself and was hitting around him. The patient stated they tried to self-treat with a glucose drink, but that despite the self-treatment they lost consciousness after. The patient regained consciousness without any further treatment provided by either the parents or the paramedics, and as the patient stabilized after, no further treatment was deemed to be necessary. Both the parent and the paramedics would have taken a fingerstick, however, the only inaccuracy reported was a cgm was of 304 mg/dl, and a blood glucose reading of 37 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.